Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five minutes into hemodialysis therapy with a polyflux 17l, the patient experienced nausea. Medical intervention consisted of dexamethasone since an allergic reaction to the dialyzer was suspected. The symptoms were relieved after medication. No additional information is available.